Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only a connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation that exposed the coil adjacent to the connector boot. Electrical tests did not find any indication of conductor fractures or internal shorts. Degradation adjacent to the connector boot was observed during analysis.

Event description:
This report is to advise of an event observed during analysis.